Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device would not deploy. After taking the grey shuttle down, the unknown sheath would not come up and sealant would not deploy. Possibly the sealant was stuck in the advancer tube. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was prepped according to the IFU. The mynx vcd was used after an interventional peripheral procedure, using a retrograde approach. The deployer was certified and an advanced user. A 5f non cordis sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. No unusual force was applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx. The product was not returned for analysis. A product history record (phr) review of lot f2028302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and increasing the profile, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2028302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device would not deploy. After taking the grey shuttle down, the unknown sheath would not come up and sealant would not deploy. Possibly the sealant was stuck in the advancer tube. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was prepped according to the IFU. The mynx vcd was used after an interventional peripheral procedure, using a retrograde approach. The deployer is certified and an advanced user. A 5f non cordis sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. No unusual force was applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx. The device will not be returned for evaluation as it was thrown away.